Manufacturer narrative:
Device was received with blank display due to battery tube was pushed down. Device was received with faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. The customer was assisted with troubleshooting and display did not returned back. The customer was also reported that battery compartment had crack. Customer stated that battery cap was neither missing nor damaged, and the spring was neither damaged nor corroded. The customer was reported that the insulin pump display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.